Manufacturer narrative:
A ge service rep performed an on site investigation. Although the "iris pot" failure could not be duplicated, the collimator was found to have a cracked gear. The collimator was replaced, and the system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600+ was having "iris pot" errors. There was no report of any pt involvement.